Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited undersensing with automatic gain control (agc) during an amplitude test. It was noted that undersensing was not observed during normal brady operation. Also, there were low amplitude waves in the right ventricular (rv) channel. The sensitivity was adjusted. This pacemaker remains in service. No adverse patient effects were reported.